Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The customer¿s purchasing agent reported that a small piece of the silicone dam tore off the top part of their clear cannula and fell into the patient¿s joint space. The surgeon completely removed the piece, leaving nothing inside the patient. The surgeon had completed the procedure at that point in time. There were no reported patient consequences or delays.

Event description:
The customer¿s purchasing agent reported that a small piece of the silicone dam tore off the top part of their clear cannula and fell into the patient¿s joint space. The surgeon completely removed the piece, leaving nothing inside the patient. The surgeon had completed the procedure at that point in time. There were no reported patient consequences or delays. .

Manufacturer narrative:
The complaint device was received and inspected. Visually, it appears that the proximal silicone dam is detached from its location and jammed inside the cannula. This dam was retrieved and confirmed that the edges were torn resulting in its displacement from its original location. The middle dam is intact but the distal dam was missing inside the cannula which was reported to have fallen inside the patient and later retrieved. This is an indication of excess force being applied to pass instruments through the cannula. No information on what instruments were passed through the cannula was available. This failure can be attributed to user technique. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A review of complaints by this product code indicated that this failure is a rare occurrence. Therefore, based on the complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.